Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 540 mg/dl. Customer stated they received sensor updating alerts followed by change sensor alert. Customer stated they felt high blood glucose level was due to air bubbles. It was unknown if the insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level and air bubble anomaly. The insulin pump will not be returned for analysis.